Manufacturer narrative:
H3: one device was returned for analysis. The event history was reviewed, and functional and visual tests were performed, and the reported issue was confirmed. However, functional testing revealed the downstream occlusion alarm went off below 18psi and was defective. This indicated a reportable malfunction based on the defective sensor. The downstream occlusion sensor was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displays last error code 1310. There was no patient involvement and the issue was discovered during testing. Evaluation of the returned device identified a faulty downstream occlusion sensor.